Event description:
The complaint was reported as: there was a leak in the pilot balloon and the valve did not allow the pilot balloon to stay inflated. Alleged incident occurred in the cicu dept of the hosp. Complaint states that the pt had to be extubated and reintubated. No pt injury reported.

Manufacturer narrative:
A device history record (DHR) review could not be performed as the lot number was unk. The sample was not returned for eval, therefore, the complaint could not be confirmed and a root cause could not be established.